Event description:
Information received by medtronic indicated that the 3-way stopcock of the sheath was detached at the beginning of a cryoablation procedure after flushing sheath. Physician immediately clamped line and exchanged the sheath for a new one, and the cryoablation procedure was completed. There were no patient symptoms or complications related to the event.

Manufacturer narrative:
The returned device was visually inspected and functionally tested. The reported issue has been confirmed through testing. The device failed the returned inspection due to stopcock detached from sideport tube and shaft kinks.

Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.